Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# l79092, implanted: 2000 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced abrupt withdrawal throughout the night. The pump logs were normal; there were no alarms reported. There were no recent refills or programming changes done. The drug in the pump was fentanyl. Additional information reported that the catheter was replaced because the pump was flipping and had kinked the catheter. It was completely blocked. The pump pocket was also revised to prevent the pump from flipping.